Event description:
A customer reported that during surgery, the unit displayed a system message. Another system was brought in to complete the surgery. There was no impact on the surgery and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system, cleaned the filter and checked the connections. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).